Event description:
It was reported that the right atrial lead exhibited loss of capture. Upon follow-up on (B)(6) 2014, a chest x-ray revealed no significant abnormalities. The device was reprogrammed. On (B)(6) 2014, while hospitalized for an unrelated illness; the patients lead became dislodged due to twiddlers syndrome. The lead was explanted and replaced on (B)(6) 2014.